Event description:
Stryker reprocessed harmonic shears har36 malfunctioned (did not work at all)- cord changed out also amd continued to malfunction.======================manufacturer response for har 36, (brand not provided) (per site reporter).======================given to rep. Possibly pulling affected product lots.